Event description:
Patient had a previous lead revision procedure on (B)(6) 2022. During a post lead revision follow up, the patient reported that the evoke scs system was explanted due to infection. The patient noted feeling sick once home from the revision procedure. A week later a large amount of fluid came out of one of the incisions. Patient was seen in the emergency room and diagnosed with system infection ((B)(6) 2022) and the system was explanted the next day. The patient was prescribed antibiotics, and reports to be doing well.

Event description:
Patient had a previous lead revision procedure on (B)(6) 2022. During a post lead revision follow up, the patient reported that the evoke scs system was explanted due to infection. The patient noted feeling sick once home from the revision procedure. A week later a large amount of fluid came out of one of the incisions. Patient was seen in the emergency room and diagnosed with system infection (B)(6) 2022) and the system was explanted the next day. The patient was prescribed antibiotics, and reports to be doing well.